Manufacturer narrative:
The insulin pump was unable to prime test due to moisture damage found in the force sensor resistor. Unable to perform further testing due to the prime anomaly. No motor error alarms were noted.

Event description:
It was stated that the insulin pump alarmed motor error during the prime. It was also stated that the insulin pump did not alarm no delivery when performing the high pressure test. Nothing further was reported.